Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. It was noted that the device had a broken tank cover, wear and tear damaged enclosure, block assembly, and line cord. Visual and functional inspection of the device was able to confirm and replicate the reported event. The device leaked from the damaged tank cover. The reported issue was caused by overtightening the screws in the tank cover and possibly dropping the device. The device was deemed beyond economical repair and was scrapped. A DHR review was not conducted, based upon review of the information provided by the customer it is a known issue with units manufactured at that time.

Event description:
It was reported that the device leaks water. There was no additional information available.